Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
3.1 kg baby was transferred from hfov to conventional ventilation on the hamilton ventilator. Nitric oxide was being delivered on both devices at 20ppm - setup on the hamilton ventilator was as per our protocol. The hamilton ventilator was set at an fi02 0.7 but was alarming low oxygen, meanwhile the inomax was displaying an oxygen concentration of 60%. The bedside staff allowed the ventilation to continue thinking that this might settle but when it did no the baby was hand ventilated using the no circuit. The anaesthetic tech (alf) was called and he performed a oxygen sensor calibration which passed. The baby was then placed back on the hamilton circuit but the same issues persisted. The baby was then hand ventilated again and the hamilton circuit was placed on the test lung and the no dropped to zero and monitored until it read 1ppm, however the hamilton continued to deliver lower oxygen levels. The baby was placed back onto the hamilton ventilator while another ventilator was setup. During this time the set fi02 was weaned, as the set fi02 was dropped the difference between the prescribed and delivered fi02 became less. Currently the fi02 is 0.5 the hamilton is reading 0.48 and the inomax is reading 0.46. When they turn the fi02 up the difference increases as before.